Event description:
During routine testing of the reflexion medical radiotherapy system (rmrs) on site at reflexion, the following failure mode was identified. When performing angular roll corrections followed by a repeat localization, the roll corrections applied in the initial localization scan are not carried through to treatment delivery leading to the treatment plan dose being delivered to the incorrect location. This was determined to be the result of a software defect associated with the calculation and communication of cumulative virtual roll offsets between components in the system. It was determined that a very small number of affected treatment sessions may have a displacement of as much as 5mm from the intended location for the delivered dose volume. A displacement of 5mm or higher may result in clinically significant dosimetric errors (potentially as high as 10% to 20% underdose). Using information available in the system logs to investigate the impact of the above problem, the following case was identified as meeting a greater than 5mm displacement representing a potentially significant dosimetric error. The patient plan consisted of 25 gy to be delivered in 5 fractions, with a 5 gy plan dose per fraction. In 2 of 5 fractions for this specific case, a potential dose displacement of 5.59 mm was identified. The site's clinical team, with access to all the treatment information (e.g., dose distribution, target location, proximity of nearby organs at risk, etc.) Evaluated the case and determined that no actual serious injury occurred.

Manufacturer narrative:
A recall has been filed for this issue on 12-feb-2026 (res# 98518, recall number: z-1656-2026, reflexion report # (B)(4)). Reflexion continues to work with the site to complete the investigation into potential events. Reflexion has completed the root cause investigation for the CAPA opened and is in the process of implementing the proposed solution.